Manufacturer narrative:
Date sent: 5/31/2007. Evaluation summary: the analysis results found that the device was received with the clamp arm broken at the weld. No pieces were missing. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported prior to an unk procedure, that there was no function from the beginning, mechanical defect. A new instrument was used to complete the case. There was no adverse pt consequence.